Manufacturer narrative:
Review of the returned device and the log files identified that the AED was placed in service without the pads attached. This AED is designed to be stored with the defibrillation pads connected to the unit, while the pads remain sealed in their package. This reduces the time needed to set up and start treatment in an emergency. The AED detected that the pads were not attached and flashed its red asi and chirped to alert the user that the AED was not in an operational state. This eventually resulted in the early depletion of the battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED would not power on. They reported that this did not occur during patient use.